Manufacturer narrative:
One device was received for evaluation for the complaint that the device sometimes did not recognize cartridge and if it did, an overpressure alarm was triggered, and the pump did not start in either case. Investigation of the service history of this device has been not in for service in the past 12 months. The visual and functional testing was performed. During functional testing the pump was tested, and it was determined that the dso sensor was defective. The reported problem was confirmed, and the root cause was the dso sensor. The device will be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was stated that the device sometimes did not recognize cartridge and if it did, an overpressure alarm was triggered, and the pump did not start in either case. There were no patient involvement and no human harm.